Manufacturer narrative:
The device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. No damages or defects were found with the needle mechanism that would cause the cannula to not deploy. The device data indicated the device operated correctly and was deactivated at 56 pulses. The cause of the reported event could not be determined.

Manufacturer narrative:
The device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. No damages or defects were found with the needle mechanism that would cause the cannula to not deploy. The device data indicated the device operated correctly and was deactivated at 56 pulses. The cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than one hour and patient reported a blood glucose level of 141 mg/dl.